Event description:
It was reported the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels (11mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.